Event description:
It was reported by the edwards clinical specialist (cs) that during the transapical transcatheter aortic valve replacement (tavr) procedure, during the placement of the purse string sutures, a light increase in bleeding at the suture entry sites was noted. The apical access was then obtained and a wire was placed over the arch down to the descending aorta. The 26fr apical sheath was placed, however, it was noted there was increased bleeding at the suture sites. In order to troubleshoot, the surgeons initially attempted to control the bleeding by placing a couple of extra stitches but then it was determined that it would be in the patient's best interest to remove the sheath. A sternotomy was preformed and the patient was converted to open heart. During the surgery it was noted that the patient had a tear extending up the lv that was repaired successfully. The aortic valve was also replaced during surgery. The patient was closed and was noted to have been transported to the ICU.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. In addition, a device history record (DHR) review was not performed or required as there was no allegation of a product malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. The majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the exact cause of the ventricle rupture cannot be determined; however, patient and/or procedural factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.